Event description:
Medtronic received information that during use of an octopus stabilizer, it was reported that half of the tip of the device broke. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no damage to the packaging, and other devices in the same box/shipping container were not damaged. The tip did not fall into the patient.

Manufacturer narrative:
G 2.4. PMA/510 k: has not been populated as this device is a class I exempt device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.